Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight; however, no additional information was provided. Main investigation conclusion: the reported pump-stop event can be confirmed based on the evaluation of the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline, however, a specific cause for the low speed, low flow, driveline fault, and pump-stop events cannot be conclusively determined through this evaluation as no product was returned. The submitted log files contained overlapping data spanning from (B)(6) 2021 09:29:02 to (B)(6) 2021 04:08:35, per the timestamp. Throughout the captured data, a pump-stop event was captured on (B)(6) 2021 while the patient was supported by batteries. Two low speed operations and a power elevation of 9.2 watts were captured around this time. These alarms appeared to be consistent with the reported driveline damage. The log file captured low speed and low flow events as well due to the pump-stops. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2011. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Multiple attempts were made to obtain patient weight from the site, but no response was received. The patient's previous driveline repair is reported in MFR # 2916596-2015-01729. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-01342. It was reported that the patient's device alarmed for low flows and associated low speeds were noted. The patient described no unusual position - they were reportedly reclined in a chair at the time. The events occurred while the device was powered by batteries. It was noted that the patient had undergone an external driveline repair a few years ago. The log file captured 2 low speed events and one pump stop at 22:21 on (B)(6) 2021. There was not enough information to determine a cause for these events. The log also captured 180 pulsatility index events throughout the history. It was also noted that the patient did not connect to wall power the previous night, and sleeping on battery power is not recommended. This was reportedly due to a broken pin on the patient's ungrounded cable not allowing the patient to connect to power. The patient cable was exchanged. The patient was admitted for monitoring. The patient reported there had been another low flow event on (B)(6) 2021 that occurred while they were standing. Another log file was reviewed on (B)(6) 2021 and revealed continued pi events, but no further alarms or device issues since (B)(6) 2021.